Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# v0917a, with expiration date, 08/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Swelling in knee [joint swelling]; knee was drained [joint effusion]. Case description: a spontaneous report was received on 02/16/2010, from an hcp via a company sales rep regarding a pt who experienced swelling in the knee and the knee had to be drained (knee effusion) after starting synvisc. The pt received at least two injections of synvisc about a month prior to the report in an unk knee. This was the pt's second series of synvisc injections. The pt experienced a swelling in the knee and was prescribed a medrol dosepak. The pt's knee was drained after the second injection. The fluid was negative for crystals. The lot number for the synvisc used in the pt was v0917a. At the time of this report, the outcome of the pt was unk. For more info regarding cases reported by the same reporter, please refer to manufacturer control number (B)(4). Additional info was received on 02/23/2010, in the form of qa results. The production and quality control documentation for lot# v0917a, with expiration date, 08/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacture's comment: the benefit-risk relationship of synvisc is not affected by this report.